Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter address 1: (B)(6).

Event description:
It was reported that a rotawire separation occurred and remained inside the patient. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid to distal left anterior descending artery. A 330cm rotawire and wireclip torquer was selected for use. During the procedure, it was noted that the rotawire was separated at the distal part. Two guidewires were used, and an attempt was made to see if the detached fragment of the rotawire could be pulled out by entangling it with the guidewires. The procedure was completed with another of the same device. No complications were reported.

Event description:
It was reported that a rotawire separation occurred and remained inside the patient. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid to distal left anterior descending artery. A 330cm rotawire and wireclip torquer was selected for use. During the procedure, it was noted that the rotawire was separated at the distal part. Two guidewires were used, and an attempt was made to see if the detached fragment of the rotawire could be pulled out by entangling it with the guidewires. The procedure was completed with another of the same device. No complications were reported.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for evaluation. Media inspection confirmed a wire with a detachment. Visual and microscope inspection revealed that spring tip detached from the body of the guidewire and was not returned. Dimensional inspection revealed the component was not within specification which was only 127.0 out of 130.0. No other issues were identified during the product analysis.

Event description:
It was reported that a rotawire separation occurred and remained inside the patient. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid to distal left anterior descending artery. A 330cm rotawire and wireclip torquer was selected for use. During the procedure, it was noted that the rotawire was separated at the distal part. Two guidewires were used, and an attempt was made to see if the detached fragment of the rotawire could be pulled out by entangling it with the guidewires. The procedure was completed with another of the same device. No complications were reported.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for evaluation. Media inspection confirmed a wire with a detachment. Visual and microscope inspection revealed that spring tip detached from the body of the guidewire and was not returned. No other issues were identified during the product analysis.